Event description:
It was reported that a perforation, a pericardial effusion and a cardiac tamponade occurred. The procedure was cancelled. During a watchman procedure, a versacross connect access solution kit was selected for use. It was mentioned that the versacross connect and sheath were place at the superior vena cava (svc), then it was tracked towards the septum using transesophageal echocardiogram (tee) guidance. A mid/mid location on the septum was noted by the physician and transseptal was performed, however, the aorta was perforated. The patient had a pericardial effusion (pe), which grew into a cardiac tamponade, followed by pulseless electrical activity (pea). The physician was able to tap the chest and place a drain. The patient was then immediately taken for open heart surgery and had mass transfusion. Patient was last to be extubated but still remains in the ICU. Product is not expected to return for analysis (disposed). There was no pe noted prior to the procedure. No difficulties with transseptal involving the dilator were reported and the physician does not believe it contributed to the adverse event. Although, there was difficult anatomy which made it hard to image and it was reportedly difficult to visualize the versacross rf wire. Half dose of heparin was given, which was reversed as soon as the pe was noted. It was further mentioned that the patient was discharged to rehab on (B)(6) 2024.

Manufacturer narrative:
Due to additional information received, the field b5 (describe event or problem) was updated. Thus, this supplemental report is being filed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a perforation, a pericardial effusion and a cardiac tamponade occurred. The procedure was cancelled. During a watchman procedure, a versacross connect access solution kit was selected for use. It was mentioned that the versacross connect and sheath were place at the superior vena cava (svc), then it was tracked towards the septum using transesophageal echocardiogram (tee) guidance. A mid/mid location on the septum was noted by the physician and transseptal was performed, however, the aorta was perforated. The patient had a pericardial effusion (pe), which grew into a cardiac tamponade, followed by pulseless electrical activity (pea). The physician was able to tap the chest and place a drain. The patient was then immediately taken for open heart surgery and had mass transfusion. Patient was last to be extubated but still remains in the ICU. Product is not expected to return for analysis (disposed). There was no pe noted prior to the procedure. No difficulties with transseptal involving the dilator were reported and the physician does not believe it contributed to the adverse event. Although, there was difficult anatomy which made it hard to image and it was reportedly difficult to visualize the versacross rf wire. Half dose of heparin was given, which was reversed as soon as the pe was noted.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A conclusion has yet to be established as the investigation is incomplete.